Manufacturer narrative:
This event has been treated in leventon s.a.u. As an incidence ((B)(4)). However, it was not possible to assess the complaint. Unfortunately, the defective unit was not kept for inspection and the lot number was not given by the client. Therefore, the evaluation of the detected defect was not possible.

Event description:
Patient's dosi-fuser (100 ml at 1.9ml/hr for 46 hours) did not deliver patient chemotherapy property. Per pharmacist the patient only received half of the intended dose. Patient's port located in the right upper chest flushed with normal saline without difficulty.